Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem of '345' was confirmed in the event history log (ehl) through multiple 'system error 345' messages but was unable to be recreated during evaluation. Evaluation inspected the device and while running a 15 minute infusion test at 400 ml/hr, observed a thermistor discrepancy of +4 degrees from the upstream sensor. The cause was determined to be a failing upstream sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.